Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 04/16/2018 that on (B)(6) 2018 , there were inaccuracies between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the buttocks on (B)(6) 2018 . No additional event or patient information is available. No data was provided for evaluation. Confirmation of the problem and probable cause could not be determined.